Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user's husband who stated that his wife "swung" the walker around and hit her leg with the glide ski resulting in a laceration. The end user received medical treatment for the laceration and was prescribed antibiotics. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.